Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that a low battery alarm had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box did not show any evidence of short battery life. An ¿empty cartridge¿ alarm was observed that went unacknowledged for an hour and a half, leading to a ¿low battery warning¿ on 02/06/2015. The pump powered on normally and current draws were within required specifications. The pump successfully completed ez-prime steps. The pump casing was removed and there were no defects found to the power circuit. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.